Manufacturer narrative:
The scope was not returned to olympus for evaluation as the user facility uses a non olympus (ims) third party entity for service. As part of our investigation, olympus performed a review of the device service history and was unable to obtain any service records for the reported device. Therefore the cause of the reported event could not be conclusively determined. If additional information becomes available or if the device is returned at a later time, this report will be supplemented accordingly.

Event description:
Olympus received a legal document alleging that during a therapeutic endoscopic sleeve gastroplasty procedure that occurred at (B)(6) medical center, the patient suffered esophageal lacerations due to a failure of a non-olympus (apollo) overstitch endoscopic suturing device that was used in conjunction with an olympus gastrointestinal scope. As a result, the patient had to undergo a thoracotomy and jejunostomy procedure. It was also reported that the olympus gastrointestinal scope was removed from service because the distal end portion of the device became dislodged from the scope. The scope is reprocessed using a non olympus steris system 1e automated endoscope reprocessor (aer) machine. The patient has reportedly improved; however, the patient is scheduled to undergo additional surgery because of a hernia that developed at one of the post-event surgical sites.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the original equipment manufacturer (OEM)regarding the previously reported adverse event. The OEM performed a review of this complaint and noted that the apollo over stitch endoscopic suturing system was used in conjunction with the endoscope tip and the OEM considers this combination to be incompatible. The distal portion of the device became dislodged from the scope. However, it is obscure that this contributed to the specified fault. There was no information to judge the specified fault was caused by the subject scope. The OEM has determined that the cause of the specified fault cannot be conclusively determined. However, the OEM reported that the specified fault was likely attributed to malfunction of apollo over stich endoscopic suturing system and the not the subject scope. In addition, the OEM reported that the additional following reasons may have attributed to the event. Apollo over stich may have been attached to the tip of the scope during the procedure. Esophageal lacerations may have been caused due to malfunction of apollo over stitch endoscopic suturing system. There is a possibility that the distal portion got broken due to deterioration or stress to remove apollo over stich from the scope end. The instruction manual warns users in the ¿applicability of endoscopy and endoscopic treatment" section ¿if there is an official standard on the applicability of endoscopy and endoscopic treatment that is defined by the hospital¿s administration or other official institutions such as academic societies on endoscopy, follow that standard. Before starting endoscopy and endoscopic treatment, thoroughly evaluate its properties, purposes, effects, and possible risk (their natures, extent and probability). Perform endoscopy and endoscopic treatment only when its potential benefits are greater than its risks. Fully explain to the patient the potential benefits and risks of the endoscopy and endoscopic treatment as well as any examination/treatment methods that can be performed in its place, and perform the endoscopy and endoscopic treatment only after obtaining the consent of the patient. Even after starting the endoscopy and endoscopic treatment, continue to evaluate the potential benefits and risks, and immediately stop the endoscopy/treatment and take proper measures if the risks to the patient become greater than the potential benefits.¿ also the instruction manual¿s "system chart" section states ¿the recommended combinations of equipment and accessories that can be used with this instrument are listed below. Some items may not be available in some areas. New products released after the introduction of this instrument may also be compatible for use in combination with this instrument. For further details, contact olympus. If combinations of equipment other than those shown below are used, the full responsibility is assumed by the medical treatment facility.¿

Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from fet to fds.